Manufacturer narrative:
On feb 14, 2020 legal device . Hospitalized with high bg's. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. The following were noted during visual inspection: cracked retainer, minor scratched display window, scratched case, cracked battery tube threads and pillowing keypad overlay. The insulin pump was received with a duracell alkaline battery installed. 1.557 volts test energizer alkaline battery installed. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer was hospitalized due to high blood glucose on (B)(6) 2021. Customer had a type I diabetic for over 20 years. Customer stated while attending a wedding in florida with her husband, they woke up in the morning and was feeling sick. Customer was throwing up and was unable to keep any liquids in. Customer stated that the emergency medical treatment called and they was transported to the hospital. Blood glucose reading was 473 mg/dl at the time of hospitalization. Customer was admitted but, unfortunately, they became acidotic and had to be incubated and resuscitated. Customer was transferred to the intensive care unit and placed on a ventilator. Customer was out of consciousness for days. Customer was currently using a walker to get around and they was unable to go from one room to another. It was unknown if the customer was using auto mode at the time of event. The insulin pump, sensor and reservoir will be returned for analysis.